Event description:
The customer reported the system's data was corrupted and was producing an alarm warning when turned on.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found a 3.15 amp fuse blown in the monitor base. He reloaded the software. The system operates as intended.